Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery performed on (B)(6) 2025 due to failure of glenoid components. Previous surgery date is unknown, as well information regarding original implant assembly. During revision, surgeon opted for a hemi anatomical configuration with a humeral body reverse (part number 1352.15.010), an adaptor 36mm for reverse body (part number 1352.15.200) and a cta head (part number 1323.09.460). Surgery was completed as intended. Patient is male, date of birth (B)(6)1956. The event occurred in the united states.